Event description:
It was reported by the customer that the handpiece was leaking black oil from the blade mount during a podiatry case, when inserting/removing the blade or when the blade mount was pulled out to pivot. The procedure was completed successfully and the pt was not adversely affected.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the eval, the technician noted several components were corroded. The leaking fluid reported by the customer could have been caused by left over water in the handpiece after cleaning and sterilization. If the customer does not allow the proper dry time of the handpiece after the autoclave or they submerse the product during cleaning then standing water can be left behind in the product. The handpiece was repaired and returned to the customer.